Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-062: user had poor technique note: manufacturer contacted customer in a follow-up call on 23-jan-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results from results obtained of 158, 157, 210, 189 and 568 mg/dl. The customer¿s expected blood glucose test result ranges are 80-130 mg/dl am fasting and less than 180 mg/dl 2 hrs. After meal. The customer is using true metrix pro meter and true metrix pro test strips. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/13/2024 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 09-mar-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation - customer had returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.